Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation due to battery depletion. The patient last charged the ipg approximately one month ago. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
Patient weight - additional information was obtained.

Event description:
Follow-up information provided the patient had ipg replacement on (B)(6) 2018. Therapy was achieved post-op.